Event description:
The patient received ems treatment for hypoglycemia after priming the pump while attached to the infusion set.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. There is no reported pump malfunction in conjunction with this event. The patient stated that he inadvertently administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to performing a prime. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind / prime sequence. The patient continued to use the pump with no reported subsequent events.